Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and extracted the cockpit log files. The investigation suggested that the issue was caused by an error of the technician during the machine software flashing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the complaints database was reviewed over the past 24 months, covering all installed essenz hlm systems globally. No concerning trends about the reported failure was observed, confirming the isolated nature of the incident. Based on investigation results the root cause was addressed to an isolated human error during the software flashing process. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A1 to a5: there was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in canada. Through follow up communication with the customer, it was learned further details regarding the event. At the end of the bypass procedure while the roller pump was recirculating fluid through the oxygenator recirculation line, the cockpit screen became grey/black and home page became available with "last case icon". The perfusionist pressed on it. It looked like it was searching to open the main window and became grey/black and home page became available. This time the "last case" option was no longer available. The perfusionist pressed on their regular profile icon; the patient height, bsa information were no longer available, like starting a new case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cockpit screen of an essenz console became grey and black, loosing visibility of data. The customer was not able to retrieve the last case after the reboot. The system rebooted to the profile selection page. The issue occurred post-procedure. There was no patient involvement.